Event description:
During evaluation of a returned spectrum iq infusion pump, the second soft key was found unresponsive. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had a faulty keypad. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be faulty 2nd softkey. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.